Event description:
Failure code 500. It was not stated if this failure occurred while infusing on a patient. The facility representative stated that no patient incidents were reported on this pump since the last baxter service event.